Event description:
The health care professional (hcp) reported that the patient had not used their implantable neurostimulator (ins) for a long time and that it had not worked in years. Other relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's weight and hcp information were unknown. The ins is still implanted. No further actions are planned. The provided information was confirmed with the account. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that registration showed the patient's scs system had been explanted but a CT scan indicated that the patient had both an scs and a pump system implanted. The patient had not charged the implanted scs device in 5 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.